Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and alleged over delivery of insulin. The customer's blood glucose at the time of incident was found to be 40mg/dl which was treated with food intake. The customer alleged the insulin pump was over delivering insulin because the customer had suspended the insulin delivery but their blood glucose kept on decreasing. The customer was using the insulin pump within 48 hours of the reported low blood glucose event. The customer was using auto mode at the time of incident. Customer's blood glucose at the time of call was 190mg/dl. Troubleshooting for low blood glucose was performed. The insulin pump will be returned for analysis.